Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us separated from the hub during use. The following was reported by the initial reporter: "it was reported that the pen needles are not working. Verbatim: consumer reported finding from this box every other pen needle to not work during injection. Discard. Informed on non patient end placement lot # 0203719, catalog# 320550, date of event: unknown, sample status discard."